Manufacturer narrative:
Date of event: only the month (B)(6) and year (2021) of the event date are known. Customer facility phone number: (B)(6). Company representative contact phone number: (B)(6).

Event description:
It was reported that the portex endotracheal tube was leaking from the section where the pilot balloon connects to the tube. This product problem was observed during patient use. No patient injury or further complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: two photos and one sample were returned for analysis and there was no discrepancy found in the photo or the sample. There was no leakage detected. The complaint was not confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.